Event description:
Approx two weeks after pt was implanted with the spherx posted pedicle screw system at l5-s1, it was identified in xrays that the screw tulip at l5 had become disengaged from the screw shank. The surgeon has scheduled a revision surgery for 2009.

Manufacturer narrative:
The device has not yet been returned for failure investigation and no additional evaluation has been possible. Additional analysis will be conducted when the device is returned. Attempts to reproduce the failure in a laboratory setting have been inconclusive and the root cause of the failure is unknown at this time. Product labeling indicates: potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. Nuvasive has elected to suspend distribution of this product line until the mode of failure and root cause are known. District office was notified on 01/12/2009 of this activity.